Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer experienced hyperglycemia of 33.0 mmol/l after the infusion set was not inserted correctly and no insulin was delivered. It was also alleged the self-adhesive was defective. No adverse event was reported. The alleged product was requested for evaluation.